Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the plastic support arm had been fractured, resulting in the reservoir and the oxygenator module having been separated from each other. Visual inspection of the retention sample did not find any anomaly, such as a crack, that could be a trigger of a fracture, in its appearance conditions. Magnifying inspection did not find any anomaly in its appearance conditions. The reservoir and oxygenator module of this product are fixed in the box by being sandwiched by cushion materials. Simulation testing was conducted on the retention sample. In the state of being packed in the original box, the retention sample was exposed to vibratory loading which may be generated during transportation. No damage was duplicated on the plastic support arm. Subsequently, the retention sample, in the state of being packed in the original box was exposed to a dropping force by being dropped from 2meters high. No damage was duplicated on the plastic support arm. A review of device history record and product release decision control sheet of the involved product/lot# combination confirmed there were no indications of production-related anomalies or discrepancies in the shipping tests' results. A search of the complaint file did not find any other report with the involved product/lot# combination. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported a breakage in the plastic holder of the oxygenator. Follow up communication with the user facility reported the following information: (1) when opening the box, it was noticed that the plastic holder for the oxygenator was broken; (2) both the outer box and the inner box were undamaged; and (3) there was no patient involvement.

Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00048 to provide more information from the return sample evaluation. Further evaluation of the return was conducted. Magnifying and electron microscopic inspections of the fracture cross-section found the following: (1) a radial string-like pattern starting at one point was found on the surface; (2) this product is packed in the unit box with the "blood outlet port" facing the top; (3) on the fracture-starting point on the surface, there was no anomaly noted; (4) magnifying inspection of the outer surface of the area around the fracture-starting point did not reveal any anomaly; and (5) the thickness of the support arm was measured and verified to be comparable to that of the current product sample. Simulation testing was conducted on a factory-retained sample. The sample was exposed to an unexpectedly excessive vibratory load. As a result, the plastic support arm got fractured. Subsequent magnifying inspection of the fracture cross-section surface found the generation of a radial string-like pattern on it which was very similar to the one observed on the actual sample. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the investigation result it is likely that the actual sample was exposed to an excessive vibratory load for a prolonged period of time, resulting in the fracture on the support arm. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00048 to provide more information from the return sample evaluation.